Event description:
In an attempt to remove profyle 5 hole bone plate, the surgeon could not get the screw to turn. During the attempt, two screwdrivers and the screw heads were damaged. The plate is still implanted at the v metatarsus of the patient's right foot. No adverse consequence to the patient or surgical delay has been reported to date. Additional information pertaining to the specifics of the event has been requested from the manufacturer.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica leibinger gmbh indicate this event cannot be evaluated because the device was not returned to howmedica leibinger gmbh for examination.